Manufacturer narrative:
E. Initial reporter event site name (B)(6). Event site address (B)(6). Event site postal code (B)(6).

Event description:
It was reported by the customer that before use the cs300 intra-aortic balloon pump (iabp) malfunctioned. There was helium leak reported. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that, it was identified that the equipment lacked the appropriate sealing ring (0348-00-0185) for the helium cylinder, causing the leak. The equipment was cleared for use because a new part was replaced (new sealing ring (0348-00-0185)), and it was confirmed that the leak was solely due to a lack of proper sealing, thus the problem was resolved. The part will not be returned for investigation.